Event description:
The hospital implanted an osvii on wednesday and had to remove it on thursday; as doctor was not convinced it was working properly. Additional info received on (B)(6) 2014: (B)(6) yo male pt (B)(6), required surgery (B)(6) 2014 which took 1 hour and emergency surgery for raised intracranial pressure on the (B)(6) which was another hour. Additional info received (B)(6) 2014: the osvii valve was placed by doctor , and prior to connection to the distal tubing, he could see clear csf dripping out the end of it (i.e., it was functioning). The pt then deteriorated clinically the next day and when doctor disconnected the valve in the same place, no csf was dripping. Doctor disconnected the tubing proximal to the valve and clear csf gushed out of the ventricular catheter (at a pressure of 16.5cm csf; pt's normal csf pressure is 2cm csf). The wcc and csf was normal so I do not thing that protein/infection blocked the valve. There was no kink in the distal tubing and distal run off was normal so the distal tubing was not the cause of the vp shunt failure (confirmed by x-ray pre-op als). The pt's CT head also showed enlarged ventricles prior to surgery, confirming shunt block causing his seizures and lowered level of consciousness immediately prior to removal of the osvii low pro valve. Pt's underlying condition: additional info received on (B)(6) 2014: replacement valve was not an integra valve.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.